Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019 were reviewed 07 oct 2019 for reportability purposes. On (B)(6) 2015 the patient underwent a left knee arthroplasty due to left knee end-stage osteoarthritis. Attune knee implants were placed along with two smartset cements. The surgeon reported no intraoperative complications. On (B)(6) 2018, the patient underwent a left knee revision due to pain, tibial tray loosening at the cement to implant interface, and cement to bone interface. The surgeon noted that there was early osteolysis and minimal effusion. The patella and femoral component were revised even though they were noted to be well fixed. Competitor components were placed during the revision. The surgeon reported no intraoperative complications. Doi: (B)(6) 2015 dor: (B)(6) 2018 left knee.